Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for chronic renal failure. On an unreported date, the dianeal therapy was permanently withdrawn. On (B)(6) 2012, the patient contacted baxter (B)(4) technical services and reported the following. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis and treatment was not reported. On an unreported date, the patient was discharged from the hospital. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from a baxter employed representative and a physician, who medically confirmed this report. On unreported dates in (B)(6) 2005, (B)(6) 2007 and (B)(6) 2009, the patient began treatment with extraneal, dianeal n pd4 2.5%, and dianeal n pd4 1.5% therapies respectively for renal failure chronic. On an unreported date, the catheter was removed and the patient discontinued peritoneal dialysis (pd) therapy. On an unreported date, the patient was found to have bacteria in his intestine. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The cause of the peritonitis was the bacteria in the intestine. The patient was treated with unspecified antibiotic medication. On (B)(6) 2012, the patient recovered from the peritonitis. It was unknown if the patient recovered from the bacteria in the intestine. Per the physician, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of bacteria in the intestine. Should additional information be received, another follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.